Event description:
The technician alleged that the brake steer pedal sets into brake mode but the brake casters at the foot end of the stretcher do not hold. No pt impact.

Manufacturer narrative:
The tech replaced the rocker arm, connecting rod and hex rod at the foot end of the stretcher to resolve the issue.